Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report adjust belt or check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation, there was a brown (-5v) wire open in the trunk cable connector. The root cause of the open brown wire cannot be positively identified but is likely excessive force placed on the connector. No adverse event resulted from the open wire. The patient received a replacement electrode belt.